Manufacturer narrative:
The device was evaluated at customer site by philips fse. Based on the results of the analysis, it was determined that the product has malfunctioned and cause of the reported problem was defective front case and knobs. The issue was resolved by replacement of defective front case and knobs with a software update and the product is back in service.

Event description:
Philips received a complaint on the dfm100 device indicating that the knob is damaged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.